Event description:
Caller reported advantage glucose result of 395 mg/dl, professional result of 169 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement was sent.

Event description:
A reactive advia centaur (B)(6) igm result and a non-reactive (B)(6) total result were obtained for a pt sample and reported. The physician questioned the results. The customer performed repeat (B)(6) igm and (B)(6) total testing on three different advia centaur systems and the results were the same. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) igm results.